Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "the on/off key will not work" as an on/off key with an intermittent keypad response, which was experienced during evaluation. The 2,5,8, third soft key, and the ok keys were also found to be inoperable. The cause was determined to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable power button, but was discovered to have an intermittent power button during evaluation. It was also reported there was no patient involvement.